Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that he obtained the error 5 message on (B)(6) 2015. The patient manages his diabetes with a combination of medications including janumet tablets. He was unable or unwilling to say whether he made any changes to his usual diabetes management routine as a result of obtaining the error message. The patient claimed that an unknown time after the alleged issue began, he developed symptoms of "shaking [and] tired". He was unable or unwilling to say whether he had received any treatment for his symptoms. At the time of troubleshooting, the cca established that the patient was using the meter for the first time, that the patient's test strips had been stored correctly and he described the correct testing steps. It was not established whether the test strip completely drew in the sample of blood. The patient described incorrect testing steps as he was "rubbing blood on [the] test strip". The cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. In conclusion, although the patient reportedly developed symptoms suggestive of hypoglycemia, this adverse event has been reported already in a linked complaint. However, this complaint is being reported as a malfunction as the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.